Event description:
Rollator right front wheel fork broke and the individual fell backwards hitting the back of the head, shoulder and back on a steel plant shelf. End user was admitted to the ER and the attending physician diagnosed the bump on the back of the head as a scalp contusion.